Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 431mg/dl. The customer states they have been trying to treat for the high blood glucose levels with the pump. The customer states there may be air bubbles where the tubing meets the reservoir. Troubleshoot was conducted and the device passed the high pressure test and no bent cannula was noted. The customer requests the pump to be replaced. The customer was advised the pump would be replaced and returned for analysis.